Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise on lead was reported. All leads were removed for MRI compatibility purposes and new system was implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.